Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# : (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported poor communication on the patient programmer (pp). It was stated that the recharger comes on and connects for recharging but does not turn on the implantable neurostimulator (ins), and it was reviewed that the recharger does not turn on the ins. The hcp attempted to communicate with the ins using the pp with and without the antenna attached, and have been unsuccessful in getting communication. It is believed that the patient's device is off, and they have been having more muscular activity since the issue began at the same time as they had an issue with the pp. The issue started occurring as of (B)(6) 2016. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.